Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump received this alarm was generated when a power failure is detected and had critical pump error. Customer¿s blood glucose was 169 mg/dl at the time of incident. The customer stated that pump had blank display. Display returned after restart. Troubleshooting was performed. The insulin pump will not be returned for analysis.